Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. Additional: a service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq(B)(4).

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.